Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve temperature indicator was not attached. The tear-away safety seal was broken. The outer packaging showed no signs of damage such as water damage or tears. The inner packaging contents (patient registration form, envelop and inserts, jar) were received intact. One foam insert was not received with the packaging. The yellow safety seals on the jar were found broken. The top section of the valve retainer was missing. The valve and valve holder appear intact. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the handling of a valve 40027 model 400 aor, the valve was contaminated when an attempt was made to remove it from the jar. There was no bottom tray with the valve in the solution. The valve was never implanted. No patient complications have been reported as a result of this event.